Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displays a "defib fault 72" message. The complainant indicated that there was no patient involvement in the reported malfunction.